Event description:
The patient reportedly experienced loss of lock with the external equipment and the internal device. Programming adjustments were made and external equipment was exchanged; however this did not resolve the issue. Revision surgery is under consideration.